Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive esc, act and up buttons due to corroded keypad traces. It was unable to verify the battery out limit alarm due to unresponsive buttons. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed battery our limit and it could not be cleared because the buttons were not responding. The customer changed the battery twice and the battery out limit alarm was recurring. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.